Event description:
(B)(6) advia centaur xp (B)(6) total results were obtained on three patient samples. The results were considered discordant when compared to alternate test methods and other hbv markers. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) total result.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) total result is unknown. Quality controls are within acceptable range. Patient samples are unavailable for further testing. The instrument is performing within specification. The instructions for use (IFU) states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."